Event description:
Ed patient with acute dvt. After evaluation, the patient was brought to interventional radiology for a mechanical thrombectomy procedure. To assist the physician with the procedure, the ivus machine was prepped for use. To make the machine function, a sterile catheter was opened and connected to the ivus to perform intra vascular ultrasound. The first attempt, the catheter would not function even though it was attached properly. The catheter was saved, and a new catheter had to be opened to perform the study. No harm was done to the patient. Rep has been notified of the malfunction.